Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in a tortuous and severely calcified coronary artery before the first diagonal branch (d1). After crossing the lesion with a non-bsc guide extension catheter, a 2.50 x 12 synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent got dropped to the shaft side when it was pushed too much. The device was removed and the procedure was completed with a 2.5x20 synergy drug-eluting stent. No patient complications nor injuries were reported.